Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be used during an implant procedure. Prior to attempting implant, the device interrogation exhibited a message indicating an error data. As result, the ICD was not used and a different device was implanted. After the procedure was completed, the device data was send to boston scientific technical services (ts). Engineering analysis revealed the device appeared to be continuously generating resets and faults; however, further analysis is needed to determine the cause. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be used during an implant procedure. Prior to attempting implant, the device interrogation exhibited a message indicating an error data. As result, the ICD was not used and a different device was implanted. After the procedure was completed, the device data was send to boston scientific technical services (ts). Engineering analysis revealed the device appeared to be continuously generating resets and faults; however, further analysis is needed to determine the cause. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the event description and device evaluation sections. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, defibrillating, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed. The ICD was interrogated with a programmer using the telemetry wand and radio frequency (rf) communication; no problems with telemetry or error codes were noted. Diagnostic data analysis showed the device was subjected to cold temperatures near the time of the first attempted interrogation, which caused the first recorded fault. The internal temperature recovered during the following hours. Nevertheless, our investigation confirmed multiple resets and faults were generated during the subsequent system interrogations. Product analysis concluded the cause of the failure is a recurring single bit memory fault in the digital integrated circuit (ic).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be used during an implant procedure. Prior to attempting implant, the device interrogation exhibited a message indicating an error data. As result, the ICD was not used and a different device was implanted. After the procedure was completed, the device data was send to boston scientific technical services (ts). Engineering analysis revealed the device appeared to be continuously generating resets and faults; however, further analysis was needed to determine the cause. The ICD was returned for analysis. No adverse patient effects were reported.